Event description:
It was reported that a home patient (hp) had a system error 2240 (air in the cassette set) on the homechoice (hc) during dwell 4 of 6 while the hp was connected. The hp stated that the supply bags were empty, and the heater bag was the only bag with solution. All of the bags were properly attached. The hp had to cycle the power twice to clear system error 2240 and system error 2367. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Initial evaluation could not confirm the reported condition and assignable cause could not be determined due to sample unavailability. Should additional relevant information become available, a supplemental report will be submitted.